Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee claim record received. Claim record alleges reflex sympathetic dystrophy syndrome (rsd) or pain, emotional anguish, injuries, disfigurement or deformity, internal rotation of the femoral component and loosening of the tibial tray at an unknown interface. Unknown cement was used. Doi: (B)(6) 2016. Dor: (B)(6) 2018; right knee.

Event description:
On (B)(6) 2016, the patient underwent a primary right knee arthroplasty with no indicated intra-operative complications. On (B)(6) 2018, the patient underwent a right knee revision due to pain, emotional distress, disfigurement, adhesion, tibial bone injury, swelling, effusion, mild patellar crepitus, and tibial tray subsidence and loosening at the cement to implant interface. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. Competitor products and cement were implanted.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: a2 (age, dob), b5, b7, h5, h6 (patient). Corrected: a1, d11, h1, h6 (device). Patient code: no code available (3191) was used to capture joint crepitation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:patient product x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient received a right attune tka to treat pain secondary to severe medial compartment arthrosis and moderate patellofemoral compression of the right knee. The patella was resurfaced, and unknown cement was utilized. The surgeon notes the patient had a very large popliteal tendon which required a small release to be able to seat the insert. The surgeon further notes there were grades 2-3 chondromalacia changes to the natural knee joint. The procedure was completed without complications. Part/lot information was not provided. Dor: (B)(6) 2018: patient received a right knee revision to treat pain secondary to tibial tray loosening and migration. Upon entering the joint, the surgeon identified and excised periarticular scar tissue. The femoral component was well-fixed but revised. The tibial tray had subsided into varus and was severely loose at the cement to implant interface. The surgeon identifies several areas of bone loss along the tibia. The patella was retained. There was no reported product problem with the explanted tibial insert. The patient was revised with competitor products utilizing competitor cement. Implant misposition will be removed from the femoral component and replaced with no reported product problem as there was no indication of deficit in the operative notes. Pec implant migration will be added to the tibial tray.